Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. The implantable cardioverter defibrillator was interrogated and found to have stored episodes of post paced t wave over-sensing. The patient did not receive therapy during the over-sensing episodes. The device was reprogrammed. No further incident was reported.

Event description:
New information noted that the implantable cardioverter defibrillator contined to oversense post paced t waves. No intervention was performed.